Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument showed a reading failure when performing coupling and was not obeying the commands. Upon removing the instrument, it was detected that the steel cable of the instrument had broken. As a result, it was replaced by another one to continue the procedure. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a dislodged grip cable at the proximal end. The probable root cause is attributed to a loss of cable tension. Corrected MDR fields: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action.

Event description:
Refer to h11 for follow-up information.